Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred ten years and a month post implantation. The patient also reports to be suffering from fear. According to the medical records, the filter was successfully deployed in the ivc. The device¿s expiration date is july 2008. A review of the manufacturing documentation associated with this lot (r0805075) presented no issues during the manufacturing process that can be related to the reported event. Corrected data: (date of event), (initial reporter name and address). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to section d2 (product code). Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt) and pulmonary embolism (pe) and filter implanted prophylactically prior to left total knee arthroplasty. Per the medical records, the filter was successfully deployed in the ivc. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc) with struts abutting the aorta and the l4 vertebral body. Per the patient profile from (ppf), the patient reports perforation and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vna cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc) with struts abutting the aorta and the l4 vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred ten years and a month post implantation. The patient also reports to be suffering from fear. According to the medical records, the filter was successfully deployed in the ivc. According to the discovery form, medical conditions outlined include a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) and filter implanted prophylactically prior to left total knee arthroplasty. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation of filter strut(s) outside of the ivc with struts abutting the aorta and l4 vertebral body, in addition to frequent monitoring required. The patient further reports great pain and suffering and emotional distress and anguish, for severe and permanent personal injuries sustained, health and medical care costs, together with interest and costs as provided by law.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including but not limited to, perforation of her ivc with struts abutting the aorta and the l4 vertebral body. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.   The device was not returned for analysis.   A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. At this time, it is factors contributing to the vessel perforation could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff  underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to plaintiff , including but not limited to, perforation of her ivc with struts abutting the aorta and the l4 vertebral body. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff  has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was successfully deployed in the ivc. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc) with struts abutting the aorta and the l4 vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred ten years and a month post implantation. The patient also reports to be suffering from fear. Per the medical records, the filter was successfully deployed in the ivc. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.